Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was rising. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitation/discomfort in the chest. The physician commented about suspicious right atrial (ra) lead fracture, that was confirmed via evaluation. It was also reported that the ra lead exhibited high impedance, and pacing failure. Due to vascular stenosis on the same side of the device implant, an additional lead was inserted from the other side. The ra lead was capped, remains in the patient, and is out of service. No further patient complications have been reported as a result of this event.